Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This event is to be reported for the events related to the delivery system. UDI (B)(4) investigation is underway.

Event description:
As reported by a field clinical specialist, regarding a 26mm sapien 3 valve in the aortic position via transfemoral approach case. The valve was partially deployed when the pacing was turned off inadvertently. The valve embolized and was able to be retrieved and implanted in the descending aorta. During valve implantation in the descending aorta, the 26mm commander balloon burst due to the patient¿s calcium. During withdrawal, there were difficulties getting the ruptured balloon through the sheath and the sheath ¿accordioned¿. A femoral artery injury was observed during removal and attempts to resolve the bleeding were performed by using a coda balloon; however, the patient had lost too much blood and expired.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This event is to be reported for the events related to the delivery system. Please reference related manufacturer report no: 2015691-2019-01230 for the sheath.

Manufacturer narrative:
Corrected date:outcomes attributed to adverse event, date of patient death; the initial report had the incorrect date of patient death submitted as(B)(6)2019. The correct date of patient death was(B)(6)2019. Outcomes attributed to adverse event has been corrected.

Manufacturer narrative:
The devices were not returned for evaluation. Patient screening imagery was provided for review. The images capture the patient¿s vessel with calcification and vessel tortuosity present. A device history review (DHR) was performed and did not reveal any manufacturing related issues contributed to these complaints. Since the devices were no returned and no pictures of the devices were provided a lot history review and complaint history review is not required. However, the occurrence rate did not exceed the march 2019 control limits for applicable trend categories. The instructions for use (IFU) prepping manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU or training deficiencies have been identified. During the manufacturing process, multiple visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. No failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Due to the unavailability of the device and no imagery of the device returned for evaluation, the reported events were unable to be confirmed. Since the device was not returned for evaluation, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the manufacturing mitigation and DHR support that it is unlikely that a manufacturing nonconformance was a contributing factor. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the complaint event description, ¿during valve implantation in the descending aorta, the 26mm commander balloon burst due to the patient¿s calcium.¿ while the exact location of the valve deployment was not given, patient imagery shows several locations on the descending aorta where calcification can be found. It is likely that the vessel calcification came in contact with the balloon compromising its structure resulting in a balloon burst. A technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations on returned devices. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. Additionally, the patient access vessels were described as having moderate calcification and tortuosity. This could have increased withdrawal difficulty as they create non-coaxial retrieval angles through the sheath. The additional force used to remove the delivery system could have caused the described damage to the sheath. This coincides with the complaint event as ¿during withdrawal, there were difficulties getting the ruptured balloon through the sheath and the sheath ¿accordion¿¿ as such, available information indicates that patient (calcification and tortuosity) and/or procedural factors (retrieval of burst balloon) contributed to the reported event. Since no product non-conformance's or labeling/IFU/training inadequacies were identified during this evaluation, and the trend category does not exceed control limit for march 2019, neither a product risk assessment, nor corrective or preventive action is required at this time.